Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: blood loss anemia, uterine bleeding, uterine enlargement, fibroids, ectopic pregnancy, menstrual cramps, bleeding genital, smear cervix normal, vaginal bleeding, leiomyoma nos, adenomyosis, follicular cyst of ovary and menorrhagia. Previously administered products, included for an unreported indication: depoprovera. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses/menorrhagia"), cyst ("cyst"), anaemia ("anemia") and fatigue ("fatigue"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, (subtotal hysterectomy), with or without removal of tube)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, cyst, uterine leiomyoma, anaemia and fatigue outcome was unknown. The reporter considered anaemia, cyst, fatigue, pelvic pain, polymenorrhagia and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted, in year of insertion: in 2007 had the essure coil placed in her left fallopian tube for permanent sterilization. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021, quality-safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood loss anemia, uterine bleeding, uterine enlargement, fibroids, ectopic pregnancy, menstrual cramps, bleeding genital, smear cervix normal, vaginal bleeding, leiomyoma, adenomyosis, follicular cyst of ovary and menorrhagia. Previously administered products included for an unreported indication: depoprovera. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses/menorrhagia"), cyst ("cyst"), anaemia ("anemia") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, (subtotal hysterectomy), with or without removal of tube)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, cyst, uterine leiomyoma, anaemia and fatigue outcome was unknown. The reporter considered anaemia, cyst, fatigue, pelvic pain, polymenorrhagia and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted in year of insertion: in 2007 had the essure coil placed in her left fallopian tube for permanent sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: mr received: case category upgraded to serious incident. Previously added event 'pelvic pain' made medically significant and intervention required due to added removal surgery. Medical history, removal date, action taken with drug, reporters information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.